Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly post procedure, the suture knots of both prostyle devices were successfully advanced; however, hemostasis was not achieved, access site bleeding was noted. Manual pressure was held and bleeding stopped. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.